Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited inappropriate sensing / oversensing and loss of capture. Chest x-ray showed that the rv lead had dislodged. The lead was repositioned. Following lead repositioning, high / undefined impedance, a pacing problem, intermittent loss of capture and intermittent lack of sensing were noted on the rv lead. It was noted that there was a connection issue with the lead pin and the implantable pulse generator (ipg) setscrew. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.